Event description:
The customer stated that the insulin pump alarmed battery out limit. The customer's blood glucose reading at the time of the phone call was 48 mg/dl. Paramedics were called to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.